Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 12:00 am after the end user received higher than normal blood glucose readings from her prodigy diabetes meter. It was also discovered that the end user's test strips have not been stored properly based on the discoloration of the desiccants in the vial. The end user was found unresponsive accompanied with a blood glucose reading of 212 mg/dl. The paramedics were called and performed a blood glucose test with their meter and the result was 38 mg/dl. The end user was given a glucose liquid gel to assist in stabilizing her blood glucose level and was transported to the ER. Upon arrival to the ER the end user was given an IV fluid for dehydration. After 5 hours in the ER the end user was discharged. No additional details were provided in regards to this medical event.